Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic band removal, sleeve gastrectomy, and hiatal hernia repair. On the second firing on the stomach while performing the sleeve gastrectomy, the stapler would not fire at all. To correct the issue, different reloads were used to complete the procedure. Post operatively, the patient experienced a bleeder which required surgical intervention. Over 500cc of blood was lost which necessitated a transfusion of 4 units of blood. A re-operation was necessary to control the bleeding. A laparoscopic sealer and clip appliers were used. The surgeon indicated that she did not believe the bleeder was related to the staple line, as the staple line looked good during the initial and secondary procedure. The surgeon reported that the bleeding came from two short gastric vessels on the greater omentum, approximately 6 and 8 cm from the pylorus. The event extended patient hospitalization by one day. Patient status was reported as alive, with injury. Relevant medical history: hypertension, thyroid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.